Manufacturer narrative:
(B)(4).

Event description:
When medics removed the device from the supply tank, they reported a quick flame or spark. There was no harm to the user. The event was reported to flotec. In response to this event (B)(4) and complaint (B)(4) were generated. Flotec staff did not follow established reportability procedures. It was determined that this event was non-reportable. Current staff reviewed the reports and determined them to be reportable. (B)(4).